Manufacturer narrative:
The user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. The customer acknowledged that there was no interaction with the pump prior to the alarm, and therefore the alarm was valid. There was no reported adverse impact to the customer. Tandem technical support educated the customer on the pump's auto-off safety feature. Customer acknowledged.